Event description:
It was reportedt that the customer had a high blood glucose level but no hospitalized. The customer's blood glucose level was 480 mg/dl. The customer was at work and declined to troubleshoot, he is going to change his set and do correction. The customer hang up before we can offered further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.